Event description:
It was reported that, an 840 ventilator had a loss of communication errors. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended doing the ground isolation test and reseating or replacing the gui cable customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.